Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented in the emergency room with spams near to the pocket. An x-ray was performed and it was determined that the left ventricular (lv) lead pulled back to the superior vena cava. The lv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.